Event description:
Procedure: lobectomy. According to the reporter: the device did not staple so suturing was used to control bleeding. The stapler was replaced and the case was continued. About 30 minutes delay in or time and the patient is fine. The stapler had the full complement of staples when it was examined.